Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohm. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, it was noted there was oversensing. It was reported that the lead was fractured. The patient did experience syncope as a result. Subsequently, the lead was explanted and replaced successfully. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Detailed analysis confirmed that the outer conductor coil had a break at the distal approximately 212mm from the terminal end. The fracture characteristics are consistent with clavicle/first rib damage.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements, measuring greater than 3,000 ohm. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, it was noted there was oversensing. It was reported that the lead was fractured. The patient did experience syncope as a result. Subsequently, the lead was explanted and replaced successfully. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.